Event description:
The biomedical department of the user facility observed the automated impella controller had a red alarm/battery failure. There was no noted patient use at the time of the failure.

Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - battery failure (red alarm) has been completed. The aic logs confirmed the reported failure. The failure was reproduced on start up in the lab. Analysis of the battery through a battttest revealed that cell 4 of battery 1 was at a significantly lower voltage that the rest of the cells in battery. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-07504.